Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h6 (component code, type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
FDA report mw5178390 -foi. Event description- the patient had sq insulin lantus ordered for administration in the ER. This medication is not stocked in our pyxis, so the medication was drawn up in pharmacy and given to me for administration. The needle from pharmacy is different from the ones we use in the ER, so I didn't notice that the was not a safety mechanism (to cover sharps after adminstration) until after I gave the medication. After the patient was stuck, I recapped the needle (using recommended "sweep" method), then placed two fingers on either side of the needle cap to secure it on the syringe. The needle then poked through the side of the cap and into my finger. Lot # 2108035. Catalog# unknown - bd insulin syringe. Exp date 01-april 2027. Date of event 19-oct 2025. Date of medwatch report: 28-oct-2025. Date embecta received: 26-nov-2025. Sample status: n/a. Report attached to this case. Mw5178390.